Manufacturer narrative:
(B) (4).

Event description:
The patient was not able to adjust stimulation and had a problem with the patient programmer. The "call your doctor" icon displayed. A power on reset message was received. Additional information has been requested.